Event description:
It was reported that during a lap gastric bypass procedure, the blade broke in half during the procedure, and was not found. O.r. Time was extended by 25 minutes. No pt consequence reported.